Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2022 at 11:06 a.m. The patient had a meter result of 4.5 inr while at 12-12:30 p.m. The lab result was 3.1 inr. The patient's therapeutic range was 2.5-3.5 inr. The patient's interval of testing is weekly.

Manufacturer narrative:
Initial reporter: occupation is patient/consumer. The patient's meter and test strips were provided for investigation where they were tested using retention controls. The patient's returned strips were: vial #1 with lot number 63311221 roll number 56. Vial #2 with lot number 63311221 roll number 96. Vial #1 testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.0 inr. Qc 2: 3.0 inr. Qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Vial #2 testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.0 inr. Qc 2: 3.0 inr. Qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the patient were observed in the meter¿s patient result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.